Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: inspiratory valve defective. Correction: inspiratory valve replaced.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: inspiratory valve defective. Correction: inspiratory valve replaced. Hamilton medical ag complaint number: cer (B)(4). UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed (tightness test failed).